Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8302712. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn experienced leakage during use. The following information was provided by the initial reporter: patient goes to hospital for enhanced CT. Radiologist sets ge 1.5tct, during CT examination, it's noticed that there's a rupture at the needle and result in leakage no impact on patient .

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn experienced leakage during use. The following information was provided by the initial reporter: patient goes to hospital for enhanced CT. Radiologist sets ge 1.5tct, during CT examination, it's noticed that there's a rupture at the needle and result in leakage no impact on patient .